Manufacturer narrative:
While the incident occurred on (B)(6) 2017, report of the incident was not received until 05/24/2017. The root cause cannot be reliably determined based on the information available for evaluation, the device has not been received for evaluation, the date of the initial surgery was not reported, and no medical images have been received. Device not returned for evaluation.

Event description:
During a si joint fusion revision due to continued symptoms of pain, removing silex system and replacing with si bone company system, implant remover was ripped apart when trying to remove a screw, surgery was completed with a standard inserter and forceps.

Manufacturer narrative:
While the incident occurred on (B)(6) 17, report of the incident was not received until (B)(6) 2017. The device was received on 07/21/2017. The root cause cannot be reliably determined based on the information available for evaluation, the date of the initial surgery was not reported, and no medical images have been received.

Event description:
Silex removal tool was received for evaluation on 07/21/2017.